Event description:
The customer reported that during a radio frequency ablation procedure, a mild degree of burn was noted at the needle puncture site. The doctor continued and completed the procedure with the same needle. The customer reported that there was damage to the insulating coating of the needle. The representative stated that a pean clamp, which is a curved or straight hemostatic clamp with serrations along the entire length of the jaw, was being used to hold the needle while inserting it into the pt, which could have damaged the needle. The burn was later reported to be 1cm x 1cm and .5 mm deep. The pt is currently receiving treatment in the plastic surgery department.

Manufacturer narrative:
Date of initial report: 08/28/2009. The incident sample has been requested, but to date has not been rec'd for eval. If the sample is rec'd or, if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.